Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 360 units of insulin. The customer's blood glucose level was 164 mg/dl. During the call with tandem technical support, the customer loaded a new cartridge successfully.